Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress ui/pelvic organ prolapse. It was reported that after an anterior repair with mesh interposition, midurethral sling procedure where this device was implanted, the patient experienced foreign body in patient, abscess, vaginal spotting, atrophic vaginitis (inflammation), enterocele (prolapse), micro-hematuria, post-coital bleeding (blood loss), urinary tract infection, vaginal discharge/odor, vaginal prolapse, wound dehiscence, vaginal atrophy, unspecified genitourinary complications due to genitourinary device/implant/graft, residual induration, vaginal bacterial infection, urinary urgency, fluctuance, erythema, granuloma, foul smelling material, necrotic tissue (necrosis), draining sinus, abdominal pain, pelvic pain, unspecified urinary issues, pelvic organ prolapse, stress urinary incontinence, bladder infection, nocturia, depression, anxiety, mesh exposure, bacterial vaginal infection, urgency, urinary urge incontinence, drainage of intravaginal abscess, removal of vaginal mesh, surgical wound dehiscence (anterior vaginal incision), uti's, blood-tinged discharge, grade 2/4 enterocele and nonsurgical and additional surgical interventions. Relevant tests/laboratory data: (B)(6) 2008: intraoperative cystoscopy ¿ proper placement of needles was confirmed. No entry into the bladder lumen was observed. The cystoscope was removed, and the foley was replaced. On (B)(6) 2016: intraoperative cystoscopy ¿ cystoscopy was performed at the end of the case and bladder integrity appeared to be intact. On (B)(6) 2016: surgical pathology report ¿ vaginal mesh removal: the specimen is received in formalin and labeled with the patient's name and vaginal mesh. This consists of a single fragment of mesh material with embedded hemorrhagic soft tissue. This measures approximately 5.4 x 1.8 cm in greatest dimension. No mass lesions are seen. No sections are submitted.

Manufacturer narrative:
Additional information in sections corrected information. Exemption number: e2013003 medtronic is submitting this report on behalf of c.r. Bard, inc (importer) c.r. Bard reference number: 1096544 uf/importer report number: 1018233 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after an anterior repair with mesh interposition, midurethral sling procedure where this device was implanted, the patient experienced foreign body in patient, abscess, vaginal spotting, atrophic vaginitis (inflammation), enterocele (prolapse), micro-hematuria, post-coital bleeding (blood loss), urinary tract infection, vaginal discharge/odor, vaginal prolapse, wound dehiscence, vaginal atrophy, unspecified genitourinary complications due to genitourinary device/implant/graft, residual induration, vaginal bacterial infection, urinary urgency, fluctuance, erythema, granuloma, foul smelling material, necrotic tissue (necrosis), draining sinus, abdominal pain, pelvic pain, unspecified urinary issues, pelvic organ prolapse, stress urinary incontinence, bladder infection, nocturia, depression, anxiety, mesh exposure, bacterial vaginal infection, urgency, urinary urge incontinence, drainage of intravaginal abscess, removal of vaginal mesh, surgical wound dehiscence (anterior vaginal incision), uti's, blood-tinged discharge, grade 2/4 enterocele and nonsurgical and additional surgical interventions.

Manufacturer narrative:
Medtronic complaint report:(B)(4). H6 c64343: non-surgical and additional surgical interventions. Exemption number: 2013003. Medtronic is submitting this report on behalf of c.r. Bard, inc., (importer). Bard¿s tracking number: (B)(4). F2:uf/importer report number: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced foreign body in patient, abscess, vaginal spotting, atrophic vaginitis (inflammation), enterocele (prolapse), micro-hematuria, post-coital bleeding (blood loss), incontinence, urinary tract infection, vaginal discharge/odor, vaginal prolapse, wound dehiscence, vaginal atrophy, unspecified genitourinary complications due to genitourinary device/implant/graft, residual induration, vaginal bacterial infection, urinary urgency, fluctuance, erythema, granuloma, foul smelling material, necrotic tissue (necrosis), draining sinus, non-surgical and additional surgical interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after an anterior repair with mesh interposition, midureteral sling procedure where this device was implanted, the patient experienced foreign body in patient, abscess, vaginal spotting, atrophic vaginitis (inflammation), enterocele (prolapse), micro-hematuria, post-coital bleeding (blood loss), incontinence, urinary tract infection, vaginal discharge/odor, vaginal prolapse, wound dehiscence, vaginal atrophy, unspecified genitourinary complications due to genitourinary device/implant/graft, residual induration, vaginal bacterial infection, urinary urgency, fluctuance, erythema, granuloma, foul smelling material, necrotic tissue (necrosis), draining sinus, non-surgical and additional surgical interventions. Per additional information received via medical records on (B)(6) 2018, the patient has experienced vaginal odor, vaginal drainage, abdominal pain, pelvic pain, unspecified urinary issues, pelvic organ prolapse, stress urinary incontinence, bladder infection, nonsurgical and additional surgical interventions.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Diagnosis: cystocele, stress incontinence procedure: anterior repair with mesh interposition, midurethral sling concomitant product: avaulta plus anterior complications: pain and recurrence of symptoms.